Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she woke up and tested her blood glucose at 455 mg/dl; she reported signs of thirst without any other symptoms of hyperglycemia or ketones. The patient said that she corrected her blood glucose with a manual injection and did not seek medical intervention. She said that she attempted to wake up the pump to deliver a bolus and the pump had no power. The patient replaced the battery twice without restoration of power. She confirmed correct placement of battery in the compartment, said that the battery cap was secure and intact, and noted that the cap was about one year old. The patient denied any damage to battery compartment and denied any known trauma to the pump. She stated that she wears the pump inside a leather case or tucked inside the front of her bathing suit. The patient reported that she swims with pump almost every day and recently swam in the ocean. She stated that there is no visible evidence of moisture anywhere on the pump. The complaint is being reported for the allegation of power loss without visible damage; the reported blood glucose does not meet the definition of a serious injury.